Event description:
The plaintiff alleges that while employed as a nurse, plaintiff used latex gloves. Plaintiff alleges that in 1998, plaintiff was advised, and first became aware, that their exposure to latex was the cause of their injuries. Plaintiff also alleges that because plaintiff is sensitized to latex, plaintiff is at risk of suffering anaphylactic reactions when plaintiff comes into contact with many different commonly used products, which contain the natural latex protein. Plaintiff further alleges that as a result of their continued and repeated use of latex gloves, plaintiff has suffered severe and irreversible latex allergy, and incurred medical expenses in the past and will do so in the future. Furthermore plaintiff alleges that plaintiff is unable to enter a hospital environment where latex proteins permeate the air, plaintiff alleges that entering such environments puts plaintiff at serious risk for an anaphylactic reaction. Plaintiff also alleges that plaintiff is unable to work as a nurse, and plaintiff alleges that plaintiff has suffered great loss and depreciation of plaintiff's earnings and earning capacity and will continue to suffer for an indefinite time in the future. Plaintiff futher alleges that plaintiff must live their life in constant vigilance for the presence of latex products, avoiding everyday common products which might put at risk for additional health problems. Furthermore plaintiff alleges that plaintiff is restricted in their life as to where plaintiff can go, and what plaintiff can do with their life, with their nursing career, and with their family. Plaintiff alleges that plaintiff finds it difficult to seek medical and dental care, and entering a hospital, for any purpose, is a health hazard to plaintiff alleges that plaintiff has suffered and will continue to suffer in the future, severe emotional distress and an inability to engage in their normal activities. Finally plaintiff alleges that plaintiff has suffered physical injuries, and the physical symptoms of latex sensitivity in the past, and will suffer them in the future, as well as great despair, and loss of enjoyment of life, all of which are of a permanent and continuing and life-threatening nature, and other damages.